Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver sought guidance on whether to disconnect the ilet system during sleep on the first day of use; the agent instructed continuous overnight use, reviewed how to disconnect through the anchor when showering or exercising, explained the pause feature and the need to manually resume delivery, and collected information about a transient blood glucose elevation to 190 mg/dl lasting about 30 minutes without alerts, back-up therapy, ketone testing, or medical intervention. Symptoms included hyperglycemia. Outcomes included no reported clinical impact and no need for assistance or healthcare utilization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device alarms and no device performance issue identified, with cause of the transient hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.